Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Medical device code (B)(4).

Event description:
This is filed to report the gripper actuation issue. It was reported a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4. A mitraclip ntw (20111r694) was advanced into the patient. When testing the grippers, they would not close properly. One gripper dropped fully and one only dropped half way. The grippers were exercised multiple times but the issue persisted. However, the gripper was able to attach to the tissue still and the physician proceeded with the procedure. The clip was implanted without further issues. The procedure ended with a final mr grade of 2. There was no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported difficult to open or close associated with single gripper actuation (one gripper arm dropped half way) could not be determined. The reported improper or incorrect procedure or method (use after damage) was associated with the user continued to use the device as one of the gripper arms dropped halfway. There is no indication of a product issue with respect to manufacture, design, or labeling.